Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported a loss of therapy. They were able to sync with their patient programmer on the call and it showed stimulation was on. The patient reported emi related to the event. They reported they went through security at the social security office and said that they had some other near misses, explaining that they meant they had a loss of therapy. They stated they did go through a security device at the social security office on january 2 or 3rd, but it had actually been before that they had experienced a loss of therapy. They stated it started happening sometime in the last 3 weeks, later confirmed the end of december. During the call the patient was able to connect using their patient programmer. They reported their stimulation was on and set to 1.3v, but they didn't feel stimulation at the time of the call. They increased to 1.5v and reported they were feeling stimulation. They reported they were going to try this setting to see if it helped their symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that increasing stimulation when they called resolved their return of symptoms.